Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated and confirmed the reported failure that the vessel sealer extend did not work well as it would not flex in correlation to the surgeon¿s movements. Fa determined that the instrument failed intuitive motion. Although the instrument passed the recognition, engagement, and self-test homing tests, the instrument¿s grip tips did not move intuitively as they did not follow the master tool manipulator (mtm) commands. Root cause was attributed to a component failure. Fa found the instrument to have loose snake wrist cables at the proximal end, attributed to component failure. However, fa did not replicate nor confirm the reported failure that the vessel sealer extend did not cauterize well. The instrument passed the knife slot, electrical continuity, energy delivery, cut, jaw gap verification and grip force tests. No ceramic dots were missing, and no damage was found to the blade or knife cable. Fa found the instrument to have dislodged blade failure based on the log review. Visual inspection did not show the blade to be exposed outside of the garage. Fa did not find any conductor wire damage. There was significant bio debris on the instrument tip. A review of the logs showed one blade exposed failure, the root cause typically attributed to mishandling/misuse. The log review also showed that the instrument failed the engagement test. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. An instrument log review was performed. Per the review, the following was confirmed: the logs show the customer last used the vessel sealer extend instrument (part# 480422-01 lot# m90210420 0001) on (B)(6) 2022 for a benign hysterectomy procedure on system (B)(4). A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: error 22025 ¿ vessel sealer blade cannot retract on patient cart control & transform processor (pctp) error 22020 ¿ installed vessel sealer extended failed to engage on universal surgical manipulator (usm) 2 (wrist pitch axis failed to engage). This complaint is considered a reportable event due to the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer observed that the vessel sealer extend did not work well. The customer informed that while manipulating the instrument, it would not flex in correlation to the surgeon¿s movements. The customer also reported that the instrument did not cauterize well. The customer replaced the vessel sealer extend with a new instrument, which functioned as it should. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
On 04/05/2022, the following additional information was obtained: further failure analysis (fa) investigation was performed which confirmed primary fa. The instrument housing was removed and it was determined that one of the snake wrist cables was loose. The loose cable caused the user to experience unintuitive motion and was also the reason for the engagement failure. This is considered a component failure. The dislodged blade failure in the logs is likely due to the excess debris on the knife track, a failure attributed to mishandling/misuse. There were no sealing or energy issues detected.

Event description:
Refer to h10/h11 for follow-up information.